Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer received an open book image. The customer mentioned the insulin pump had the flashing medtronic logo, exposure to water, and scratches screen. The customer stated that the insulin pump had the keypad anomaly, and the location of the damage was at the display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, and the pump did not pass the self-test. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Time does advance when the display is observed. Troubleshooting was performed for the cosmetic damage, and that pump is not functioning as designed. Troubleshooting was performed for the flashing medtronic logo, and the serialized device will be replaced. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for the battery cap. The customer stated that the damage was not on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to verify unresponsive keypad, critical pump error alarm, due to flashing medtronic logo. The pump was cut open to perform visual inspection and moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap contact. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Flashing medtronic logo was confirmed during analysis due to moisture damage on pcba 1 / pcba 2, assembly. Unit confirm damage at battery tube side and exposure to moisture. Unable to verify unresponsive keypad, critical pump error alarm, due to flashing medtronic logo. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.